Event description:
A 3.5 locking cannulated blade plate broke on the shaft of the plate and the patient had to come in for a revision surgery. Bone was resected and a 4.5 blade plate was implanted in place of the 3.5. The contralateral side had healed utilizing a 3.5 that was implanted at the same time. Annulated blade plate broke on the shaft of the plate and the patient had to come in for a revision surgery. Bone was resected and a 4.5 blade plate was implanted in place of the 3.5. The contralateral side had healed utilizing a 3.5 that was implanted at the same time.